Event description:
During a non anatomical gall bladder bed resection, the ptfe pad became worn and started to peel off at the distal tip. They replaced another device and carried on with the case. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemental if device evaluation becomes available.